Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 480 mg/dl and a high ketone level. Prior to going to the hospital, a correction bolus was delivered to address the bg level. In the hospital, bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on (B)(6) 2025 with the issue resolved and no permanent damage. The customer alleged that the pump was not delivering boluses. System check with technical support confirmed the pump was functioning as intended.